Manufacturer narrative:
(B)(4). S/w 4.11j. Retainer ring = clear. On (B)(6) 2021 the customer passed away. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0867 inches. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. Please see below for the customer's daily total of all insulin delivered surrounding the event date 02-mar-2021 listed on smartsolve and the days prior to the event date. 02/24/2021 dailytotalofallinsulindelivered = 14.275, 02/25/2021 dailytotalofallinsulindelivered = 11.275, 02/26/2021 dailytotalofallinsulindelivered = 11.225, 02/27/2021 dailytotalofallinsulindelivered = 13.05, 02/28/2021 dailytotalofallinsulindelivered = 12.5, 03/01/2021 dailytotalofallinsulindelivered = 12.1, 03/02/2021 dailytotalofallinsulindelivered = 2.675. The pump passed the functional testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had passed away on (B)(6) 2021 at hospital. The cause of death was fluid in lungs and heart gave out. The customer blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump was returned for the analysis. The case was reported on the basis of failure analysis.